Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported the target lesion was the proximal and first diagonal of the left anterior descending (lad), which was mildly tortuous. The 2.5 x 12mm rx mini vision stent delivery system (sds) was delivered toward the proximal lad without resistance. Another company's sds was delivered towards the first diagonal. However, as there was strong resistance, the sds was pulled back into the guiding catheter. Also, at the same time, the mini vision was pulled back into the guiding catheter. The physician delivered the other company's sds again, and then the mini vision. However, there was resistance with the mini vision. So both sds were removed outside the pt's body. When it was outside, the stent of the mini vision was found dislodged inside the rotating hemostatic valve (rhv). There was no resistance when the mini vision was removed from the rhv. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). Results - product performance engineering was unable to determine a root cause for the stent dislodgement. Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was not returned. Only the stent implant was returned. There was blood on the stent implant. There were mangled and flared struts on the proximal end of the stent implant. There were two flared struts on the middle portion of the stent implant. There was no other damage noted to the stent implant. The rhv used during the procedure was not returned. The protective sheath was not returned. A snap gauge was used to measure the outer diameters of the stent implant. The proximal and middle outer diameters could not be measured due to the damage. The distal outer diameter met mfg criteria. Product performance engineering reviewed the incident. Quality assurance technician analysis of the returned product noted only the stent was returned, confirming the reported stent dislodgement. The stent delivery system (sds) was not returned. There was blood visible on the stent, which is consistent with handling of the stent. There were mangled and flared struts on the proximal end of the stent. There were two flared struts on the middle portion of the stent. The proximal and middle stent outer diameters could be measured due to the damage noted; however, the distal measurements met mfg criteria. The rhv used in the procedure was not returned, which may have aided the evaluation. Difficulties positioning the sds may be related to many factors including mfg, pt anatomical morphology, pt disease state, pre-dilatation strategy, device size selection and accessory device support, damage to the stent implant, damage to the guiding catheter, or procedural technique. To ensure this type of occurrence is not related to a potential mfg deficiency, the profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the mfg line at abbott vascular. The pt anatomy was described as mildly tortuous; which could have contributed to the difficulties positioning the sds. The driver sds used met resistance as well during advancement while the mini vision was in the lesion. It is possible that the lesion clearance was not adequate enough to advance two catheters. Stent dislodgement can be influenced by many factors, including improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion, accessory devices, and/or previously implanted stents. To ensure this is not the result of a mfg deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. A sampling of units is destructively tested prior to release to verify stent dislodgement force. It is possible an interaction with the lesion/anatomy during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent. Further interaction with the anatomy and/or rhv during retraction could have contributed to the stent damage and subsequent dislodgement. It is also possible that the rhv was not fully opened and as a result, an interaction between the stent and rhv resulted in the stent dislodgement. A review of the product mfg records did not reveal any non-conforming material reports associated with the product lot and all lot release testing met mfg criteria. A query of the complaint-handling database was performed, and there have been no other incidents reported for this lot. A conclusive cause for the reported difficulty positioning and stent dislodgement could not be determined. Product performance engineering will monitor the incident circumstances. This MDR is considered closed by the product performance group.